Event description:
It was reported that the right atrial lead exhibited noise. The patient did not experience any adverse consequences. No intervention was reported, the lead remained implanted.

Manufacturer narrative:
(B)(4).